Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: suspected rupture.

Event description:
Patient reported unknown side "suspected rupture." Device remains implanted.